Event description:
Physician reported "intracapsular rupture" of left side implant. Device was replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken device on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: ¿ brown particles observed on the device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: red particles observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported "intracapsular rupture" of left side implant. Device was replaced with non-allergan brand.

Manufacturer narrative:
Additional h6: f1905. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "intracapsular rupture" of left side implant. Device was replaced with non-allergan brand.